Event description:
Clinical study. Same case as 2134265-2009-05228. It was reported that following a coronary artery stenting procedure, the pt experienced a non q-wave myocardial infarction (mi) and an occlusion. Lesion 1 was a 3.5mm, 75% stenosed, 25.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation using a 2.5x15mm balloon at 16atms. The physician then implanted a taxus express2 3.5x28mm study stent at 14atm. No post-dilatation was performed. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. Lesion 2 was a 1.75mm, 90% stenosed, 30.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation using a 2.5x15mm balloon at 20atms. The physician then placed a taxus express2 2.75x32mm study stent at 18atm. There was no post-dilatation performed. Ivus was performed and confirmed the stent was implanted properly. Residual stenosis in the lesion became 0%. On the same day, occlusion at the small diagonal branch bifurcated from the dist lad was confirmed. Coronary angiography was performed. No other treatment was performed. One day after the index procedure, a non q-wave mi due to a cpk rise was confirmed. There was no stenosis in the target lesions, and no change in the occlusion in the small diagonal branch bifurcation. In the opinion of the physician, the occlusion in the small diagonal branch might have caused the cpk rise. No treatment was necessary.

Manufacturer narrative:
The mfg batch record review confirmed that the device met all material, assembly and performance specifications. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.